Event description:
It was reported that ten months thirty days post port placement, the port allegedly fractured and a piece of the catheter moved into the right atrium and the right ventricle. It was further reported that the port became inaccessible and prevented chemotherapy from being administered. The patient's current status was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months thirty days post port placement, the port allegedly fractured and a piece of the catheter moved into the right atrium and the right ventricle. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months and thirty days post port placement, patient presented for chest port dysfunction and underwent transcatheter foreign body retrieval, implanted chest port removal and placement of new chest port. Initial fluoroscopic images show fracture of the chest port catheter at the first rib pinch point consistent with pinch off syndrome. The distal aspect of the port catheter was seen to be floating in the right atrium and right ventricle. Through the seldinger technique an 8 french sidearm sheath was placed to the superior vena cava. Subtraction venograms were performed showing no evidence of thrombus in the svc, right atrium and chest port catheter extending from the right atrium into the right ventricle, with catheter tip near the apex of the right ventricle. A snare was advanced, and the catheter was removed through the sheath. The fractured portion of the catheter was removed in its entirety. No additional catheter fragments were identified in the right heart by fluoroscopy. Chest port removal of the existing dysfunctional port was performed. Finally, new chest port was placed successfully. New port functioning well and ready for use. Therefore, the investigation is confirmed for the reported fracture, migration, material separation and obstruction of flow. However, the investigation is inconclusive for the reported blocked connection as no objective evidence was provided for review. Based upon available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that ten months and thirty days post a port placement, the port was allegedly inaccessible and the port catheter was allegedly fractured at the first rib pinch point consistent with pinch off syndrome. It was further reported that a piece of the catheter moved into the right atrium and the right ventricle. Reportedly, the catheter fragments were removed by the snare in its entirety and the port was removed and replaced. The patient's current status is unknown.